Event description:
It was reported that the lead exhibited 2032 ohms impedance, and capture threshold increased from 3 v to 5 v. It was noted that patient may have experienced diaphragmatic stimulation. The patient would be monitored..

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.